Event description:
It was reported that a patient's lead exhibited levels of pacing impedance that are outside of normal levels (greater than 2000 ohms). The patient's lead was capped and a new lead was implanted on (B)(6) 2022. The patient has since been safely discharged.